Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s lactate dehydrogenase (ldh) was 1,043 u/l. Patient was admitted and started on bivalirudin. Ldh went down on (B)(6) 2018 and has increased overnight. Inr goal was 2.5-3.0 and has been therapeutic last several weeks. System controller history interrogation showed frequent pi events, no power spikes, and no elevated flows. It was reported that the patient received a pump exchange on (B)(6) 2018. Log file analysis completed by the manufacturer¿s technical services representative revealed a slight increase of power and a slight decrease in average pi. There were no other unusual events seen within the log file. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned the left ventricular assist system (lvas) confirmed the presence of pump thrombosis. The device was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Examination of the proximal side of the outlet stator revealed a denatured deposition occluding the outlet stator. Although the lack of laminated layering and structure suggests that the deposition did not initially develop in the outlet stator, the faint contact marks observed at the distal end of the rotor suggest that it was present for an undetermined period while the device was supporting the patient. A root cause for the development of the deposition could not conclusively be determined through this evaluation however, it could have contributed to the patent's elevated lactate dehydrogenase (ldh). The remaining blood contacting surfaces were free from any deposition or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.